Event description:
It was reported that the customer experienced occlusion alarms. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.